Event description:
It was reported that the patient was having concerns regarding her device or therapy but was working with her doctor or manufacturer representative. It was noted that the patient had an appointment scheduled for (B)(6) 2013. It was reported that when the device was turned up, when the patient moved certain ways, or when she did different things with the unit on and the current placement and programming, her stomach muscles contracted or she got a pretty painful zap. It was noted that the patient¿s stomach muscles stayed contracted as long as the device was turned on, and if it was turned up high enough to really help the pain it hurt too much in the patient¿s stomach. Additional information has been requested but was not available as of the date of this report. Also see MFR. Report #3004209178-2013-14557 for additional issues the patient reported.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).